Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and an opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and opening in the plug strap disc shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening and a sharp opening on plug strap disk shell due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.